Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic total gastrectomy, during the anastomosis of the esophagus and jejunum, it was difficult to close the device. Another device was used to complete the case. There was no patient injury.